Manufacturer narrative:
The hcg+b reagent lot number was 79772301. The reagent expiration date was requested, but not provided. Calibration data was acceptable. The customer stated that controls were acceptable before the event. Upon review of the alarm trace, an abnormal sample aspiration error was observed. This is an indicator of possible poor sample quality. The field service engineer found the degassing tank had water inside the vacuum chamber and the liquid level detection voltage was unstable. The degassing tank was replaced, a liquid level detection printed circuit board was replaced, and the sample probe was replaced. The instrument was inspected and performance testing was run. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hcg+b on a cobas e 601 module. The sample initially resulted in an hcg+b result of 4.6 miu/ml and this value was questioned. The sample was repeated, resulting in a value of 221.2 miu/ml. The repeat value was also confirmed to be correct based on a result measured on a second analyzer. The second repeat value was not provided. The repeat result of 221.2 miu/ml was deemed correct.